Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels up to 486mg/dl. Insulin injections and a bolus via the pump were used to address the bg level. While performing a pump system check with tandem technical support, the customer stated that insulin was not seen exiting from the tubing. The customer declined to complete the system check and declined to perform any further troubleshooting. The customer was to use daily insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed. The reported issue insulin delivery issue could not be confirmed; no failure identified. A different issue was found.